Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the main renal artery using packing coil xls, a non-penumbra non-braided catheter. During the procedure, the physician successfully placed two packing coil xl in the target location. While advancing a third packing coil xl through the microcatheter, the third packing coil xl unintentionally detached. The physician used a syringe to push the detached packing coil xl out of the microcatheter. It was noted that some of the detached packing coil xl was in the target location. The physician then pushed the detached packing coil xl into a branch of the main renal artery with a stent. The procedure was completed after stenting the main renal artery.